Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple ongoing occlusion alarms occurred. Reportedly, the customer was using fiasp insulin. Tandem technical support educated the customer on insulin labeling. Customer changed insulin from fiasp to humalog to resolve the issue. Customer changed pump supplies to address the issue. Blood glucose level was approximately 200 mg/dl.